Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed being under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 7f sheath prior to a stent graft abdominal aortic aneurysm (aaa) interventional procedure. Initial flushing of the marker lumen prior to use successful was successful with both proglide devices. Reportedly, when the first proglide device was advanced into the artery, arterial blood flow coming through the marker lumen was weak and not brisk pulsatile flow. X-ray was used to confirm that the position of the proglide device was good. When the plunger was removed the suture was observed; however, when the proglide device was removed the entire suture come out with the device. A second proglide device was deployed with the same result. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the stent graft aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. It should be noted that the perclose proglide instructions for use states: do not deploy the foot in the artery unless brisk pulsatile flow of blood is evident from the marker lumen. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Without the device returned for analysis a conclusive cause for the reported difficulties could not be determined and the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.